Event description:
It was reported via repair work order that the fowler drifted due to lift motor assembly malfunction and the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.